Manufacturer narrative:
Reporter phone number:(B)(6).

Event description:
Philips received a complaint about the v60 ventilator indicating the device alarmed and ceased operations. The system was in clinical use. There was a delay in treatment; an alternative ventilator was used to continue patient therapy. The investigation is ongoing.

Manufacturer narrative:
Additional information received 07-nov-2022. The authorized service personnel (asp) reports the error coded with 1007 upon boot-up, followed by a black screen. The device alarmed with a continuous sound. The asp reported no patient harm occurred. No drpt is available. The customer found other channel to repair the device; it has been serviced and returned to service. No part replacement necessary.

Manufacturer narrative:
Corrected data: information was received from the authorized service personnel indicating that the issue occurred during testing.